Manufacturer narrative:
Although no patient injury or complications related to the event were reported & no medical intervention was reportedly required to preclude serious injury, the same malfunction might result in a cancelled major procedure should it recur, thus lumenis has determined this event to be MDR reportable. Lumenis has initiated CAPA (B)(4) to further investigate intermittent versacut handpiece operation, and to determine if corrective action is required.

Event description:
A foreign user facility reported that during a procedure in which a lumenis versacut morcellator was being utilizred, the operator experienced intermittent operation of the handpiece. It was further reported that when pressing the pedal the handpiece worked for two minutes and then stopped for eight minutes. It happened frequently. After changing to new blades the malfunction continued. It had been reported that the procedure was completed with the same device. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.